Event description:
The patient was supine with legs elevated. During secondary positioning the knee flex attachment shaft broke, dropped knees to hyperextended position. The patient's right lower leg was in cast, patient was obese and had undergone spinal anesthesia so could not report discomfort or pain.